Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators light emitting diode (led) indicator failed to illuminate. There was no patient involvement. Event date not specified, estimate used.